Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the buttons on the keypad were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: during investigation, the original ¿unresponsive keypad¿ complaint was unable to be duplicated. The keypad was found to be intact with all the buttons responding appropriately to user presses. The keypad was removed to inspect under the contacts and there was no contamination found. Unrelated to the original complaint, the pump was opened to inspect the keypad flex an there was moisture contamination found on the keypad connector. The battery compartment was found to be cracked below the bumper at the case seal.